Manufacturer narrative:
Based on available information, this is deemed to be a reportable malfunction. It is expected that should an fms device's balloon fail to inflate or stay inflated then the device cannot be kept in place in the rectal ampulla as it would passively slip out of the pt. The affected product would be replaced with a new one. No additional pt/details are known at this time. A return sample for eval is not expected.

Event description:
Balloon- unable to inflate. Balloon could not be inflated. The inflation valve would not allow water to pass through.